Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited high defibrillation impedance. Programming changes were made. There were no patient consequences.